Event description:
A malfunction was reported with the pump, indicated by malfunction code 1, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer switched to a multiple daily injection (mdi) for insulin delivery while a replacement pump with updated software was arranged by technical support.